Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was unable to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure as it is likely that as the device was advanced resistance was met with the mildly tortuous, 80% stenosed anatomy. As the device was attempted to be inflated it is possible that the inflation device was not properly connected resulting in the reported inflation issue; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported inflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mildly tortuous, 80% stenosed, below bifurcation of the circumflex coronary artery. A 3.0 x 28 mm xience prime stent delivery system (sds) was selected for the procedure. The sds was advanced with resistance, but with a lot of difficulty it crossed the lesion. On the first attempt to inflate the balloon, the balloon would not inflate. The sds was removed from the anatomy and was replaced with a 3.0 x 28 mm xience xpedition sds to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.